Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and low blood glucose. The customer's blood glucose was 52mg/dl at the time of call. Trouble shooting was performed and found significant blood visible at sensor insertion site. Advised to change sensor and sensor will be replaced. Customer declined to trouble shoot for low blood glucose and stated was doing yard work without a sensor on. The sensor product will be returned for analysis. The insulin pump will not be returned for analysis.